Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section h1: corrected. Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained events and data captures spanning from 22aug2024 to 28aug2024. Pump stop events associated with low speed/low flow alarms, as well as elevated pump powers, were captured on 22aug2024 while the system was supported with batteries and the power module. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed out briefly on (B)(6) 2024. Log files were sent for review it was noted the patient was outpatient. The patient was dizzy and had slid to the floor. They did not hit their head but did briefly lose consciousness. It was almost a week since the fall, and the patient was feeling fine. The log file captured 7 pump stops and 8 low-speed hazards 22aug2024. The speed drops were as low as 0 rpm. The patients speed, power, and flow all had dropped to zero on (B)(6) 2024. These issues appeared to be occurring on both the power module and on batteries. It was noted this type pf behavior has been linked with issues on the percutaneous lead. It was recommended to immobilize the percutaneous lead and keep the vad connected to battery power or an ungrounded cable. It was also seen during the log file that the patient may have simultaneously disconnected both power leads from a source of power. This patient had a driveline repair completed on 21nov2023 (per-2023-0190671). The long-term plan for the patient was unclear. It was planned to discuss with the patient and wife next week. On (B)(6) 2024, x-ray images of the patients driveline were received. The first set of images was unremarkable. One image in the second set had a minor kink. The remaining images of the second set were unremarkable.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.